Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of this right ventricle (rv) lead, the helix would not extend after two successful extensions/placements. It was reported that the electrical numbers were within specification, but there was no current of injury and the physician decided to re-position. On the third placement, the helix would not extend out of the housing; even after 40+ turns with the pinch-on tool. The lead was not used and another lead of the same model was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.